Manufacturer narrative:
.

Event description:
It was reported from the pt the device "got infected in my back" after 5 years. The system was explanted and the infection cleared up sometime after the explant. The system was not replaced.